Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on system controller (serial number (B)(6)) was confirmed via log file analysis. Submitted log files captured two backup battery fault alarms on (B)(6) 2025 due to the backup battery not passing the load test. The first alarm temporarily self-resolved but reactivated shortly after and remained active to the end of the data capture. The pump operated as intended within the expected speed range throughout the data capture. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated to further investigate the issue. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with backup battery fault alarms and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. Section 2 also includes how to uninstall/reinstall the backup battery if replacement is ever necessary. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to clinic with a backup battery fault alarm that did not clear with a self-test, after reseating the backup battery, and exchanging the backup battery. The system controller was exchanged and the alarm resolved. Log files were submitted for review and captured some backup battery faults on 21oct2025.